Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 208 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer last changed his infusion set the day of the event, and he was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.